Event description:
The customer reported that they had a charge button failure with red x and device error on startup which would not clear after opcheck. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.